Event description:
It was reported that customer experienced incorrect insulin amount display on pump, with fill estimate showing significantly different value than expected during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was educated on proper steps to remove air from cartridge, and was guided through filling and loading new cartridge; after continued concern, case was escalated and additional troubleshooting confirmed customer was following correct loading procedure, cartridge was reloaded, and final fill estimate fell within acceptable range compared to customer¿s expected amount, after which customer was advised to monitor pump performance and call back if any further issues occurred.

Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge.